Manufacturer narrative:
Additional information: h6 and h11. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the twist clamp and main body. The reported condition was verified. The cause of the separation was due to the broken occluder legs beneath the twist clamp. The cause of the broken occluder legs was undetermined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the light blue main body and the white twist clamp of two (2) minicap transfer sets; further described as ¿the white part separated from the blue while trying to open the miniline¿. This was observed during use of the devices for peritoneal dialysis (pd) therapy. The transfer sets were replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.